Manufacturer narrative:
The initial report included "life-threatening" as one of the outcomes attributed to the adverse event in section b2 of the report. This selection was made in error. The correct outcome of the adverse event is "required intervention to prevent permanent impairment/ damage".

Event description:
Implant failed due to loss of osseointegrate (B)(6) 2020 17:52:32 cet s. Ferreira de jesus (essufe) phone (B)(6) user:essufe received date of the return product:17/11/2020

Event description:
Implant failed due to loss of osseointegrate.